Event description:
Information was received from a patient. It was reported that the patient was experiencing a lot of pain in their back where the implantable neurostimulator (ins) was located. The patient stated that they would have pain if they lie down on that area or roll over where the device was located. It was noted that the issue started a day prior to the date of this report. This was considered a sudden change in therapy/symptoms. The patient was to follow up with their healthcare provider (hcp) to address the symptoms. However, the patient didn¿t have a managing hcp so physician listings were sent. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.